Event description:
It was reported that the device¿s charger failed to power on as indicated by the absence of the green indicator light, and the user confirmed the issue persisted across multiple power outlets; a replacement charger was provided. Customer care provided assistance with replacement logistics. Investigation of this case revealed a nonfunctioning charger. Symptoms included no clinical effects. Outcomes included no impact on health or activities. It was concluded that the event involved a device component failure of the charger without patient injury.